Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("pelvic pain during intercourse"), abdominal pain ("abdominal pain"), back pain ("low back pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), arthralgia ("joint pain"), musculoskeletal pain ("musculoskeletal , diffuse pain"), sleep disorder ("sleep disorders") and amnesia ("memory loss"), 2 months 9 days after insertion of essure. The patient was treated with diazepam (valium). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, anxiety, depression, arthralgia, musculoskeletal pain, sleep disorder and amnesia had not resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, musculoskeletal pain, pelvic pain and sleep disorder to be related to essure. The reporter commented: for nearly 10 years, the patient was treated for all of these pains. She spend her time undergoing tests, computed tomography scans, magnetic resonance imaging, colonoscopies and fibroscopies for diffuse pain when she have no medical problem. The patient described that she has been taking sleeping pills, valium, she has seen a psychologist for memory loss, anxiety and depression. According to her the pain was so intense that her general practitioner underwent a x-rays, the technician told to her the implants were taken off the market in 2017 because of numerous side effects. When she got home, she did some research and all of these side effects were a part of her life. All this time she has been trying to find solutions to her problems when maybe the problem were with this implant diagnostic results (normal ranges are provided in parenthesis if available): x-ray in (B)(6) 2021: essure implants visible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-feb-2021. The most recent information was received on 22-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("pelvic pain during intercourse"), abdominal pain ("abdominal pain"), back pain ("low back pain"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), arthralgia ("joint pain"), musculoskeletal pain ("musculoskeletal , diffuse pain"), sleep disorder ("sleep disorders") and amnesia ("memory loss"), 2 months 9 days after insertion of essure. The patient was treated with diazepam (valium). Essure treatment was not changed. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, anxiety, depression, arthralgia, musculoskeletal pain, sleep disorder and amnesia had not resolved. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, dyspareunia, fatigue, musculoskeletal pain, pelvic pain and sleep disorder to be related to essure. The reporter commented: for nearly 10 years, the patient was treated for all of these pains. She spend her time undergoing tests, computed tomography scans, magnetic resonance imaging, colonoscopies and fibroscopies for diffuse pain when she have no medical problem. The patient described that she has been taking sleeping pills, valium, she has seen a psychologist for memory loss, anxiety and depression. According to her the pain was so intense that her general practitioner underwent a x-rays, the technician told to her the implants were taken off the market in 2017 because of numerous side effects. When she got home, she did some research and all of these side effects were a part of her life. All this time she has been trying to find solutions to her problems when maybe the problem were with this implant diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2021: essure implants visible. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.